Manufacturer narrative:
The additional vessel closure device referenced is filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The lever of the device was lowered but the foot did not completely retract. In order to remove the device, the physician applied force. This incident occurred with both prostyle devices. The use of the pre-close technique and prostyle devices were abandoned. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot retraction issue were not confirmed. Difficuty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.